Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date to remove and replace the liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown . Manufacture date ¿ unknown.